Event description:
The customer reported that while the passport 2 was in use monitoring a pt, the wall mount mounting bracket broke as a nurse was adjusting it. The monitor fell and it bumped the nurse on the head. The nurse sustained no injuries as a result of this event, nor was any pt injury reported. There was no damage to the unit and the pt continued being monitored without interruption.

Manufacturer narrative:
Datascope service visited the site and retrieved the bracket. The bracket was returned to the factory for further evaluation. Datascope sustaining engineering confirmed that the bracket was broken at the rivets. The bracket was then forwarded to the vendor for failure analysis. Vendor advised that the rivets had deformed sufficiently such as to allow the head of the rivet to pass through the rivet hole. There was no evidence of a mfg defect. They attempted to reproduce the failure mode on a sample bracket from their stock, but the failure mode could not be duplicated. The sample test bracket bent before any damage could be done to the rivets. Sustaining engineering also attempted to recreate the failure mode using samples from datascope stock, but the results was the same. Service replaced all of the brackets at the site as a customer acommodation, although the others were not exhibiting signs of breakage. Since the failure mode could not be reproduced and there are no other complaints which can be attributed to this failure mode, this report is being considered an isolated incident. Therefore, no add'l correction action is required. Datascope service advised the customer of complaint resolution, and they were satisfied.